Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was defective. The following information was provided by the initial reporter: at the bottom of 3 port IV tubing, where you connect it to the patient, the two pieces of plastic are stuck together and therefore can not be screwed into the patient's needless cap.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was defective. The following information was provided by the initial reporter: at the bottom of 3 port IV tubing, where you connect it to the patient, the two pieces of plastic are stuck together and therefore can not be screwed into the patient's needless cap.

Manufacturer narrative:
Investigation summary: a complaint of set not being able to be connected due to the male luer was received from the customer. A sample was returned for investigation. No defects or damages were noticed on the set. The male luer was then tried to be connected to a secondary set and the male luer would not move. The set could not be connected. The set was primed and infused with no occlusion issues. The customer complaint was confirmed. A device history record review for model 2426-0007, lot number 21129023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be an excess of solvent being applied to the connection site, causing the male luer and tube to get stuck together.